Event description:
It was reported via a clinical study that a patient who had a standard total with stemless implant procedure, underwent a revision procedure approximately 5 years 11 months post the initial procedure due to aseptic glenoid loosening with poly wear. The glenoid, stemless humeral head, and stemless humeral cage were removed and replaced with competitor devices. The outcome is considered to be resolved.